Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels steadily increased during the night on (B)(6) 2026 to the early morning on (B)(6), with measurements of 144 mg/dl at 3:06 am, 204 mg/dl at 4:46 am, 205 at 5 am, 212 at 6 am and then rising up to 230 mg/dl and nearer to 300 mg/dl later (exact time not provided). The patient attempted to bring down their blood glucose levels by administering boluses of insulin through the pod; however, this was unsuccessful. The patient began to experience symptoms of nausea and vomiting and presented at the emergency room where they were then admitted (B)(6), under the care of prof. Dr. (B)(6). It was also reported that the patient had ketone levels of 5.5 mmol/l. The patient was treated with intravenous fluids, insulin and glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.